Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the anterior segment cuff of the bronchial intubation was broken. Customer indicated there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned unit shows a small amount of air contained in both cuffs. Visual examination of the returned unit shows a small amount of air contained in both cuffs. 1ml of air was removed from both cuffs and an attempt made to inflate the returned unit shows the tracheal cuff inflated without any issue but the bronchial cuff failed to inflate. The returned sample was leak tested under water and leakage was detected from the bronchial cuff body. The tracheal cuff was deflated and no issue noted. The most probable root cause of this type of defect is the cuff coming in contact with a sharp utensil or object. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.